Event description:
During a review of a pt's programming history for a battery life calculation, it was found that the pt's device settings were lower than intended. There was no record of a faulted systems diagnostics test occurring however, the settings the pt presented were indicative of a faulted systems diagnostic test. The pt's settings were not corrected until a f/u appt a few months later.

Manufacturer narrative:
Review of programming/device diagnostic history.